Event description:
It was reported that during treatment in a chronic total occlusion in the right anterior tibial artery with critical limb ischemia, during the third attempt of activation, approximately one and a half minutes, in 30 second intervals, the health care provider heard an alleged noise. Therefore, the recanalization catheter was removed and during retraction the distal tip of the catheter detached and remained embedded within the lesion. It was further reported that the detached tip was removed without incident with the use of a snare device. Reportedly, another recanalization catheter and a pta balloon were used and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the crosser recanalization catheter that is cleared in the us. The 510 k number and pro code for the crosser recanalization catheter are identified in d2 and g5.  Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Journal article review: 76-year-old woman with history of hemodialysis and diabetes mellitus who develop ulcers in her right toes and was diagnosed as having critical limb ischemia and underwent transfemoral anti-grade endovascular treatment of the anterior tibial artery (ata). The perineal and posterior tibial arteries were occluded; the anterior tibial artery was primarily supplying blood flow to the toes via dorsal pedis artery. Access was gained in the femoral artery using a seldinger technique. A .014 guidewire was advanced through the distal anterior tibial artery. A crosser catheter was advanced over the guidewire to the occluded anterior tibial artery; however, the crosser catheter could not be advanced through the occlusion. The crosser catheter was removed over the guidewire without resistance; however, guided fluoroscopy demonstrated a radiopaque object observed at the anterior tibial artery. Visual inspection identified the distal tip of the catheter had completely separated and remained in the anterior tibial artery. Multiple attempts were made using a gooseneck snare to remove the detached tip unsuccessfully. A second access was gained distal to the anterior tibial artery as another .014 guidewire was advanced through the occluded lesion. A 2 mm balloon was advanced into the occluded lesion and successfully inflated. The snare device was then advanced over the second .014 guidewire to capture and retrieve the detached distal tip of the crosser catheter and the initial wire, the snare, detached distal tip of the crosser, and both guidewire¿s were removed as one unit without incident. The anterior tibial artery was reported to have good blood flow at the conclusion of the procedure. Kadoya, y., zen, k., oda, y., & matoba, s. (2018) two-wire technique with a gooseneck snare to bail out the tip separation of a crosser catheter. Vascular and endovascular surgery, 52 (4) 1-5. Investigation summary: the device was returned. Seventeen images from a journal article pertaining to the complaint were reviewed. The distal tip and approximately 1.5cm of the core wire was not returned. One of the images showed a detached distal tip. There appeared to be a small amount of tissue wrapped just below the base of the tip. Based on the returned sample condition and images reviewed, tip detachment can be confirmed. The investigation is inconclusive for audible noise, as functional testing could not be performed. The user reported hearing an unusual noise. This noise was likely the tip detaching from the catheter. The likely cause of the tip detachment was excess force applied during advancement/retraction when the tip was embedded in the occluded vessel. Therefore use-related and patient factors likely contributed to the reported event. However, the definitive root cause could not be determined. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned without the product packaging or label. The distal tip was missing and not returned with the device. The outer catheter remained intact. At the distal end of the device, the marker band was present. The core wire was broken approximately 144.5 cm from the strain relief. Therefore, approximately 1.5cm of the core wire and distal tip were not returned for evaluation. The core wire break was examined under microscopic magnification (40x) and the break was observed to be clean. The distal end of the outer catheter and inner catheter was slightly jagged. Functional/performance evaluation: due to the condition of the returned device (detached tip), no functional testing was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. The investigation was confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. The definitive root cause for this event could not be determined based upon the available information. It was unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in a chronic total occlusion in the right anterior tibial artery with critical limb ischemia, during the third attempt of activation, approximately one and a half minutes, in 30 second intervals, the health care provider heard an alleged noise. Therefore, the recanalization catheter was removed and during retraction the distal tip of the catheter detached and remained embedded within the lesion. It was further reported that the detached tip was removed without incident with the use of a snare device. Reportedly, another recanalization catheter and a pta balloon were used and the procedure was completed. There was no reported patient injury.

Event description:
It was reported that during treatment in a chronic total occlusion in the right anterior tibial artery with critical limb ischemia, during the third attempt of activation, approximately one and a half minutes, in 30 second intervals, the health care provider heard an alleged noise. Therefore, the recanalization catheter was removed and during retraction the distal tip of the catheter detached and remained embedded within the lesion. It was further reported that the detached tip was removed without incident with the use of a snare device. Reportedly, another recanalization catheter and a pta balloon were used and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser recanalization catheter that is cleared in the us. The 510 k number and pro code for the crosser recanalization catheter are identified.  No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Journal article review: 76-year-old woman with history of hemodialysis and diabetes mellitus who develop ulcers in her right toes and was diagnosed as having critical limb ischemia and underwent transfemoral anti-grade endovascular treatment of the anterior tibial artery (ata). The perineal and posterior tibial arteries were occluded; the anterior tibial artery was primarily supplying blood flow to the toes via dorsal pedis artery. Access was gained in the femoral artery using a seldinger technique. A .014 guidewire was advanced through the distal anterior tibial artery. A crosser catheter was advanced over the guidewire to the occluded anterior tibial artery; however, the crosser catheter could not be advanced through the occlusion. The crosser catheter was removed over the guidewire without resistance; however, guided fluoroscopy demonstrated a radiopaque object observed at the anterior tibial artery. Visual inspection identified the distal tip of the catheter had completely separated and remained in the anterior tibial artery. Multiple attempts were made using a gooseneck snare to remove the detached tip unsuccessfully. A second access was gained distal to the anterior tibial artery as another .014 guidewire was advanced through the occluded lesion. A 2 mm balloon was advanced into the occluded lesion and successfully inflated. The snare device was then advanced over the second .014 guidewire to capture and retrieve the detached distal tip of the crosser catheter and the initial wire, the snare, detached distal tip of the crosser, and both guidewire¿s were removed as one unit without incident. The anterior tibial artery was reported to have good blood flow at the conclusion of the procedure. Kadoya, y., zen, k., oda, y., & matoba, s. (2018) two-wire technique with a gooseneck snare to bail out the tip separation of a crosser catheter. Vascular and endovascular surgery, 52 (4) 1-5. Https://doi.org/10.1177/1538574418761270.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in a chronic total occlusion in the right anterior tibial artery with critical limb ischemia, during the third attempt of activation, approximately one and a half minutes, in 30 second intervals, the health care provider heard an alleged noise. Therefore, the recanalization catheter was removed and during retraction the distal tip of the catheter detached and remained embedded within the lesion. It was further reported that the detached tip was removed without incident with the use of a snare device. Reportedly, another recanalization catheter and a pta balloon were used and the procedure was completed. There was no reported patient injury.